Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause of the peritonitis and the treatment for the event were not reported. At the time of this report, the patient had not yet recovered. Pd therapy was ongoing. No additional information is available.